Manufacturer narrative:
The MFR became aware of this event when the attorney for the user facility contacted ellman asking for info to support their investigation of the event. The attorney advised ellman that there is no claim against the surgitron, accessories or company. We asked to have the surgitron and the electrode used for the procedure returned for evaluation. We have not been provided with either. The e3d single use electrode was discarded following the surgery. The e3d electrode is a scalpel electrode, used for cutting and coagulation. Ellman offers a different electrode specifically for matrixectomy procedures. The procedure performed on this pt was done with a different electrode, higher power level, a different wave form and longer treatment time than recommended in labeling and published literature for matrixectomy procedures.

Event description:
In 2008, pt's ingrown toe nail on her left great toe was removed using blunt dissection without difficulty followed by treating the matrix with the surgitron dual rf generator and an e3d scalpel electrode. The physician assistant performing the procedure used sweeping motion utilizing a cut coag waveform, medial to lateral and back twice, for 6 seconds total, starting with a setting of 25, and then increased to a setting of 35 in order to destroy the matrix. One week later, the pt returned for f/u. The toenail bed was observed to be healing well. One week later, the pt returned for another check due to severe pain. The pt had a localized bullous infection which the physician assistant associated with post-operative events, but not associated with a wound infection as a result of the nail removal. Three days later, a third party physician examined the toe and diagnosed a 3rd degree burn and gangrene infection. Over the ensuing months, the pt went through surgery and treatments, ultimately leading to an amputation of the toe at the it joint in 2009.